Event description:
It was reported that an unknown number of patients have radiolucent lines under the tibial component. The article states "one patient per group was within 5 to 9 mm. All other components were below 4 mm in size. In the sagittal plane, all radiolucent lines of tibial components were below 4 mm."

Manufacturer narrative:
Information was received via published literature. Please reference literature at the following location: http://www.sciencedirect.com/science/article/pii/s0883540314002952. This report will be amended when our investigation is complete.